Event description:
Customer reported a light anesthesia case. Customer further stated that the unit ran out of agent during the case and there was no alarm. The anesthesiologist, however, reviewed the alarm log following the case, and the log reportedly indicated the unit did alarm. Customer reported that, following the alleged event, the equipment was checked out by the hosp. Biomed dept., and no anomalies were reportedly noted.